Event description:
The bilateral patient was revised because of wear on both liners.

Manufacturer narrative:
Examination was not possible, as the devices were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Although neither device was made available for evaluation, it would not be unreasonable to expect some wear of the poly material having been implanted over ten years. The investigation could not verify or identify any evidence of product error with regard to the reported material wear. Based on the investigation, the need for corrective action is not indicated. Additionally, the investigation has determined that this product code has been inactive/obsolete since september of 2002.